Event description:
During a leadless pacemaker (LP) implant procedure, while attempting to position the LP with the delivery catheter, the LP had dislodged from the tissue. It was then observed that the helix had stretched. The LP was explanted and a new LP was successfully implanted to resolve the event. The patient was in stable condition.